Event description:
Pt taken to endo suite to have routine colonoscopy - during the removal of polyp erbe generator malfunction. Did not function properly to stop bleeding. Pt admitted to hosp for mini-lap procedure.